Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Cancer. What anatomical structures was the device fired on? Colon (right hemicolectomy). Were other stapling or suturing devices used when creating the anastomosis? No other stapling devices used. Was the device difficult to fire? No more than usual. What was observed at the site of the leak? Healthy bowel, good blood supply, leaking along staple line. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. No issues at time of firing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported: right hemicolectomy. Leak 2/3rds down, side-to-side anastomosis towards crotch stitch. Operation (B)(6) 2022 ¿ laparoscopic assisted subtotal colectomy (ileum joined onto sigmoid colon). Operation (B)(6) 2022 ¿ laparotomy, washout, take down of anastomosis and formation of double-barreled stoma. Patient had a prolonged hospital stay, including PICC line and tpn and prolonged course of antibiotics. In addition, he now has an ileostomy and will require further surgery for reversal of the ileostomy.